Manufacturer narrative:
Device evaluation was completed on september 25, 2020. The device was visually inspected and it was found with the tip and shaft kinked with braid exposed. Then, per event the deflection test was performed and it was found within specifications. The catheter was deflecting correctly. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint related with deflection issue cannot be confirmed. The root cause of the shaft and tip kinked with braid exposed could be related with the handling during the shipment; however, it cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a kink with internal braid exposed. Initially it was reported that during the procedure, the catheter could not deflect to the specification. The second catheter was used to complete the procedure. There was no patient consequence reported. The curve inadequate issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis received the device for evaluation and observed on september 3, 2020 two kinks with an internal braid exposed. The first kink was on the catheter tip, and the second kink was found on the catheter shaft. This finding and pictures attached were reviewed. The internal braid exposed was assessed as an MDR reportable issue. The awareness date for this reportable lab finding is september 3, 2020.